Event description:
Info received indicates the left intermediate siderail will not stay up.

Manufacturer narrative:
The technician found the latch hook was not catching on the d-pin. The technician lubricated the latch and pin to repair the bed.